Event description:
Event description boston scientific received information that during a pockt revision, this left ventricular pacing lead was noted to have an insulation break, pacing impedance measurements greater than 2000 ohms and would only capture at 7.5 v at 2.0 ms.